Manufacturer narrative:
The user reported low cgm readings and discrepancies with bgm despite correct calibration. Troubleshooting and re-linking were unsuccessful, with the re-link option greyed out. Multiple follow-up attempts were made, but the user remained unresponsive. Upon dms review user is not using the system with information up to date since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported low cgm readings and discrepancies with bgm despite correct calibration. The case was escalated where based on review of sensor data, optical instability was observed. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. Troubleshooting and re-linking were unsuccessful, with the re-link option greyed out.after multiple attempts to follow up with user to assist with re-link, the user remained unresponsive. As the user could not be reached and the call was forwarded to a voice messaging system, a message was left with the reason of the call, contact phone number and operational hours. An sms was sent as well. Upon dms review user is not using the system with information up to date since aug 30 2025. B4.date of this report 27 nov 2025. G3.date received by the manufacturer? 27 nov 2025. H6. Investigation conclusions updated to 4315.